Manufacturer narrative:
Pump received with cracked and detached end cap. Pump received with cracked and broken off end cap. Unable to perform rewind, basic occlusion, occlusion, prime/delivery test, or verify compromised force sensor alarm due to detached end cap. The drive support cap was inspected and no anomaly noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer's mother reported via phone call that customer received a compromised forced sensor alarm during priming and was not able to rewind. Caller was not sure if drive support cap was sticking out, flushed or protruded but states that casing around drive support cap was damaged. Customer's blood glucose was 135 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.